Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a gauze roll. The customer reports that the gauze roll is leaving dressing fibers in the wound. The wound required debriding to remove the fibers.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.